Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse was able to verify alarm 137 in logs. The fse replaced the video generator board per service manual. All functional testing and safety checks to the factory specifications were met. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had screen problems. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had screen problems. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to verify alarm 137 in logs. The fse replaced the video generator board per service manual. All functional testing and safety checks to the factory specifications were met. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.